Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient experienced pericardial effusion and perforation of the right ventricular apex and the right atrial free wall. The right atrial (ra) lead and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.